Event description:
It was reported that during the implant procedure, the pulse generator header had difficulty accepting the atrial lead. The lead was able to be secured and the device was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.